Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor (not obstructed) at electrode end, outer tubing overlay and helix/lobe mechanism.

Event description:
It was reported that there was positioning/fixation difficulty, high thresholds, no capture, and muscle stimulation. The lead was removed and replaced. No patient complications were reported as a result of this event.